Event description:
On 2025-11-05 the site contacted berlin heart inc. Clinical affairs (ca) to report that a pump change occurred on (B)(6) 2025 due to concern regarding the distal end of the inflow excor atrial cannula for children ø 12/9 mm, which appeared "stressed" and budded under the cable tie. According to the site contact, the affected portion of the cannula was cut and discarded, and a new excor cannula extension set ø 9/9 mm and blood pump were successfully placed without any adverse events. When questioned about the cable tie gun setting, the site confirmed that no adjustments were made and that it remains on the original, recommended setting. Prior to the exchange, the blood pump demonstrated complete filling and ejection, and the patient remained hemodynamically stable throughout. Although this event had no negative effect on the patient, this kind of defect could potentially result in a disruption of the cannula. Therefore, berlin heart decided to report this event due to concerns about the possible risk.

Manufacturer narrative:
The event occurred on 2025-04-13, which is (36 days) after the excor atrial cannula (lot 00124424) was placed on the patient on (B)(6) 2025. The cannula continued to remain for further 141 days on the patient until the patient was transplanted on (B)(6) 2025. The patient was being supported with an excor active driver. The affected cannula was not returned to berlin heart for investigation, as the affected section of the cannula in question was already discarded. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the cannula lot no. 00124424. This product was produced according to our specifications. According to the production record, a total of 4 cannulae with this lot no. Were produced. Out of the four cannulas, three were cannulas distributed in the us were used on patients. The fourth cannula was distributed to spain. All patients were successfully transplanted. There are no more complaints associated with this lot number except the current complaint.